Event description:
It was reported that the tubing was broken. The tubing was attached to the patient's lateral port; and though the patient denied noticing a medication spill or leakage, the pump "was still running" when the patient noticed the problem. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. No additional information has been received to date. No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.